Event description:
Hill-rom received a report from the account stating the knee motor would self-run up. The bed was located in a patient room at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the logic board was inoperable and the limit switch was run past position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician replaced the logic board and set the limit switch back into position to resolve the issue. Based on this information, no further action is required.